Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, lot #: p912284, UDI#: (B)(4), h6) the camera/positioning sensor unit (psu) was returned to the manufacturer for evaluation. A check of the event log did not show any adverse events. The psu failed an accuracy test (aak) at .289mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was activated during the inspection, but "localizer malfunction" was displayed. It was confirmed that the instrument was not recognized. There was no patient involvement.